Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator was explanted due to infection and erosion. It was unknown if the erosion was due to an infection or a metal allergy. No additional adverse patient effects were reported.